Event description:
On (B)(6) 2014, a reporter for the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra meter was not powering on. The complaint was classified based on the customer care advocate¿s (cca) documentation. The reporter claimed the alleged issue began approximately 1 week prior to contacting lfs for assistance (exact date/time not specified). The patient reportedly manages his diabetes with a combination of insulin and pills (unknown type) and did not make any changes to his usual diabetes management routine in response to the alleged issue. The reporter claimed that a few days after the alleged issue occurred, the patient developed symptoms of ¿shaking¿ but despite his symptoms he did not receive any treatment. At the time of troubleshooting, the cca noted that the subject device was not brand new. The patient was using the correct test strips. The issue was resolved with training. Replacement products were sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.